Event description:
Scheduled case for dr. (B)(6) 'right frontal approach for endoscopic 3rd ventriculostomy and tumor biopsy' on (B)(6) 2023. A 'grasper-endoscopic' equipment failed- does not open or close' this equipment was delivered by a rep dr. (B)(6) ceased the procedure and rescheduled for another day.